Event description:
The account's biomed stated the bed is not alarming but only the bed hi/low down function will operate from the side rail switches or calibration screen.

Manufacturer narrative:
The account's biomed stated he took all of the valves out of the manifold block and cleaned them. He reinstalled the valves and the bed is functioning properly.